Event description:
It was reported that pump displayed malfunction code 9, and no notable events occurred prior to the malfunction. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully reset it, and malfunction did not recur, and customer was advised to continue using pump and to call back if malfunction returned, which caller acknowledged and understood.